Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the rate knob was unable to be adjusted, which was attributed to the encoder flex being damaged by the unit apparently having been disassembled and reassembled prior to its return for servicing. Analysis also found that the upper and lower cases and both bail covers were broken, the battery release and lead flex cover were contaminated, one case screw was missing, the battery contacts were compressed, the battery drawer was damaged, the keyboard was not seated properly, the liquid crystal display (lcd) was missing pixels, the battery flex was corroded and the serial number label was damaged. (B)(4).

Event description:
It was reported that the rate knob on the external pulse generator would not work, that it was stuck at 80 beats per minute (bpm). The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the rate knob on the external pulse generator would not work, that it was stuck at 80 beats per minute (bpm). The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.